Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 30) occurred during basal insulin delivery. Additionally, it was reported that multiple occlusion alarms occurred. Reportedly, the pump supplies were changed to address the issue. Customer's blood glucose was over 300 mg/dl.